Event description:
This was a lead extraction case performed in the ep lab to extract one cardiac lead. The lead was prepped with an lld and the physician began lasing using a 14fr. Glidelight laser catheter. A drop in blood pressure was noted and fluoroscopy indicated a reduction in the left heart border movement. The physician performed pericardiocentesis and tte to evaluate severity of complication and to complete the extraction. The patient was stabilized and bp was maintained, so the glidelight catheter was then extracted. Once the laser catheter was removed, the bp dropped again, suggesting catheter had created a tamponade effect at the svc injury site. The patient was stabilized and transferred to the or. Patient was placed on bypass and a sternotomy was performed. A repair of a torn svc was performed. Patient stabilized and was discharged per new postoperative plan.

Manufacturer narrative:
The lot number reported was found to be inaccurate. The corrected lot number is fgb13j18b. The change of the lot number also altered the expiration date and the manufacturing date. These two dates have also been updated from 19 sep to 18 sep.